Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. (B)(4). Carefusion service technician was able top verify the customer's reported issue. Visual inspection revealed power flex is damaged at connector. Pin 3 of jp4 is burned. The service technician replaced the power flex.

Event description:
The customer reported lemo connector from ac power adapter has welded itself to model palmtop ventilator enve. At this time, it is unknown if there was any patient involvement associated with the reported issue.

Manufacturer narrative:
This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.